Manufacturer narrative:
Concomitant medical devices: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dropped beats during a fast ventricular tachycardia (vt) episode were observed. Reprogramming the right ventricular (rv) lead sensing vector was discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.